Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time/date issue) issue. The reporter stated that the time and date were incorrect in the pump. The date was incorrect as well as the time being an hour ahead of their time zone at the time of the call. It was reported the time was previously a couple of hours off. The reporter denied the time and date reverting back to default settings and confirmed the time and date would hold correct with battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was a manual time change observed in the black box history. A timekeeping accuracy test was performed and the pump accurately kept the time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.